Event description:
(B)(4) the dealer reported that the xpo100b portable concentrator would logoff without command, and it is unknown if it alarmed to alert the user to seek an alternative oxygen source. There was no patient injury reported.